Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: upon firing, the handle disengaged from shaft and the instrument was left behind with tissue clipped. It was recovered by firing on pt side with another. No bleeding. There was additional tissue resection. Nothing fell into the pt's cavity. Operating time was extended less than 30 minutes. Pt's status is ok, no other pt info is available.